Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated: d8, d9, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: - due to a damaged cable unit, there is no image. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced image malfunctions during inspection for use. There were no reports of patient involvement.